Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left vessel below the knee. A 1.2mmx15mmx142cm emerge (fg coyote fc) balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.